Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient received a vibratory notifier for backup vvi. The device was successfully restored. There were no adverse consequences to the patient.